Event description:
It was initially reported that after the patient did fine in post op after being implanted with vns, until post op day 4, when the patient possibly stretched his neck and became hoarse. For the first three days after surgery, the patient was fine and had no voice issues. However, after this date, the patient became hoarse and had pain over the vagus surgical site. There was no suggestion of infection. The surgeon stated that he would have the patient see an ear nose throat doctor for a laryngoscopy to check the patient's vocal cords. Follow up with the physician found that the patient had vocal cord paralysis on day 4 of post op. The event was not associated with stimulation, as the vns device had not been programmed on yet. No programming or diagnostic history was therapy was never initiated. The device was explanted as an intervention. Additional follow up was performed; however, no additional information has been provided.